Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed that the upper limit impedance range for the lv lead was 3000 ohms. Subsequently, the out of range impedance limit was reprogrammed on the crt-d. This crt-d system remains in service. No adverse patient effects were reported.